Event description:
A peritoneal dialysis (pd) pt's husband reported that his wife was hospitalized following a fall while she was in treatment. He found her on the floor and alert. The fall had caused her pd catheter's external tubing to break. She was taken to the hospital for evaluation and catheter repair. Based on the cycler screen she was in drain 2 at the time of the fall. During follow up the pt's pd nurse reported that she tripped while standing up during treatment. The pt's catheter was repaired. She was kept in the hospital for eight days as she developed peritonitis as a result of the breach of sterile pathway. She was treated with the antibiotic cefazolin and was released from the hospital. She had contusions but did not have any to her injuries attributed to the fall. The set was reported to have not broken during the fall and was discarded.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment due to a reported pt fall and subsequent infection due to a break in the aseptic pathway. This event will be reviewed by the post market clinical dept. The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the bath record review confirmed the labeling, material, and process controls were within specifications.